Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump became unresponsive after being charged to full following a depleted battery, resulting in missed insulin delivery and hyperglycemia; troubleshooting failed to restore function, and a replacement device was arranged. Symptoms included hyperglycemia with a reported peak of 500 mg/dl and elevated glucose for several hours without ketone testing, medical intervention, or emergency care. Outcomes included temporary interruption of insulin therapy until alternative therapy was confirmed. Investigation included device replacement logistics and plans for return of the malfunctioning unit for analysis. Investigation revealed a reported device malfunction consistent with a screen or user interface failure leading to loss of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.